Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) which was detected via the patient remote monitoring system. Additional information indicated that the cause of the change in shocking impedance was not determined. No commanded shock was performed and this patient will be remotely monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.